Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted high pressure alarm messages were recorded. Functional tests included use testing. The pump was powered up and displayed an error code alarm message. It was determined that the pump had a faulty motor. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.